Manufacturer narrative:
Age/date of birth: unknown, not provided. Date of event: unknown, not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported by a female patient that she experienced irritation, uncomfortable feeling in eyes, and red eyes with the use of consept onestep. Patient stated she used product according to directions for use, but at the time of wearing contact lens, she had those symptoms. After she continued using consept onestep, she had eye mucus and still had red eyes, so she went to hospital. Doctor diagnosed as dry eye, eye inflammation, and allergy (hay fever), and prescribed eye drops, patanol and diquas ophthalmic solution. At the time of her call, the symptoms were relieved but patient still had red eyes. This report is for the consept onestep disinfecting solution. A separate MDR for the neutralizing tablets is being submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Product evaluation: the concept 1-step solution was not returned to the manufacturer; therefore, an investigation was not possible. Product/component testing: retained product was tested by using both chemical and microbial test methods, all results were within specifications. Manufacturing record review: manufacturing records were reviewed. The records for production process were found to be acceptable, all testing items were completed and met specifications. Records include incoming chemical materials testing, primary and secondary packaging materials inspection, product physical appearance inspection, bulk and finished product chemical testing and microbial testing, sterilization records, environment monitoring and water system monitoring. There was no similar non-conforming materials report, or related process/material change. There was no non-conformance reported for this lot. In conclusion, reported lot was deemed acceptable for release. Labeling review: the directions for use (dfu) adequately provides instructions, precautions and warnings for the proper use and handling of the solution. Additionally, instruction is provided for the patient to see a doctor for treatment when needed. No product deficiency or malfunction was determined for the reported issue. The reported issue was not confirmed by test results. No probable cause was identified. All pertinent information available to abbott medical optics has been submitted.